Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent orif for left tibial diaphyseal fracture with the products in question. After the surgery, the most distal ans low profile screw based on the attached photo and checking the results has come loose. This is a case in which the injury occurred about 7 months ago, with ilizarov in primary, and conversion to tna was performed on (B)(6). The screw that came out was removed on (B)(6) 2022 as an outpatient. As the cause of the loosening, the surrounding tissue is being sent for culture, and although the results are not yet available, infection is suspected since the ans in question was inserted near the pin at the time of primary. The doctor speculates that the infection may have caused the loosening of the screw. No further information is available. This report is for one (1) lockscr f/nails lwprof ø5 l52 xl25 this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hwc, hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. MFR site: (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 04.045.352s, lot number: 355p649, manufacturing site: grenchen, release to warehouse date: 13 september 2021, expiry date: 01 september 2031. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment visual analysis of the photo revealed that the lockscr f/nails lwprof ø5 l52 xl25 had backed out. A nail and screw construct is visible at the left tibia, the most distal screw of the nail distal end appears to have migrated from original positioning. Loosening of the screw cannot be assessed due to its functionality. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the lockscr f/nails lwprof ø5 l52 xl25. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.